Event description:
The customer contact reported, the float valve in the solusets did not close when the soluset emptied. The soluset was being used to deliver 100ml of unspecified solution. After an unspecified length of time in use, the anesthesia staff noted the soluset emptied and the shut off valve did not close. No air has been delivered to the pt. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Event description:
Reporter alleged obtaining the results of 148 mg/dl, 175 mg/dl, 348 mg/dl and 162 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.